Event description:
It was reported that a patient was getting shocked. It was reported that the patient went to his healthcare professional (hcp) about a week ago for an evaluation to get the stimulation in a larger area from the ankles to the chest cavity. It was reported that stimulation was not too strong until the patient left the office. It was reported that the patient was on 1.60 and the patient reported that ¿when it got down to 10 it should go off¿. It was reported that now it said 0.0 but the patient was still getting shocked. It was noted that the patient did not report any falls.

Event description:
It was reported, the patient still had concerns with their device or therapy but were working with their healthcare provider or manufacturer representative. An appointment date of 2014 (B)(6) was noted.

Event description:
Additional information received reported that the jolting was positional.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).